Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller said the rep programmed the pt's ins on the 31st and said the right lead was working but the rep could not get the left one to work. Caller said the rep told them there might have been too much swelling and mentioned the possibility of an x-ray. Caller said they did not get an x-ray and have another appt on the 15th. Pt rep said the pt was in pain, was trying to get the programming to work for the left and said it didn't looked like there was swelling now. Caller was looking to get in touch with the rep to help with the programming. Pss sent email to rep for assistance and pt rep will call rep back and leave a vm if no response. Additional information received. Patient reported they will be going to doctor to get scar tissue removed and paddle put in. Patient reported getting surgery and having paddle placed in cervical spine area.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(4) product type lead product ID 977a275 lot# serial# (B)(4) product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 26-jul-2026, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 01-sep-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.